Manufacturer narrative:
Complaint conclusion: as reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) would not deploy. Therefore, they opened a new unknown mynxgrip closure device and it deployed properly. There was no reported patient injury. The operator was trained to the mynxgrip device. The product was not returned for analysis. A product history record (phr) review of lot f2111602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr nor the information available suggests a design or manufacturing related cause for the event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) would not deploy. Therefore, they opened a new unknown mynxgrip closure device and it deployed properly. There was no reported patient injury. The operator was trained to the mynxgrip device. The device will not be returned for evaluation because it was discarded.